Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited under-sensing and loss of capture. Dislodgement was confirmed with an x-ray. The lead was explanted and replaced. The patient was in stable condition.